Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were administered to address bg. The infusion set was removed "prematurely" and bg lowered. The cause of high bg was not known. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.